Manufacturer narrative:
The device was returned to the manufacturing facility for evaluation. The catheter cable connector was visually inspected under magnification and all pins are straight. Damage in the coil was noted in the kinked region. Visual inspection under magnification revealed the fep was damaged and the coil was exposed. The catheter did not pass continuity and resistance functional testing: e+ to e- 69.5ohms (80ohms to 113ohms), tc+ to tc- 157.8 ohms (less than or equal to 250ohms), resistor 1 value 13.69kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.06 kohms (7.90kohms to 8.22kohms). When the catheter was plugged into the two different rf generators it generated an advisory message of ¿advisory: impedance low. Replace device¿.

Event description:
Physician attempted to treat patient using a closurefast catheter. Catheter was inserted into the patient. It is reported that generator displayed an error message stating catheter was unable to be recognised. Upon removal of the catheter, one kink was noted to the heating coil. A second closurefast catheter was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.